Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that after the pump was replaced on (B)(6) 2018, the patient started feeling like she was getting bolus therapy that would make her feel tired, then goes away, and this would repeat itself. The pump was programmed on simple continuous flow. The hcp did a dye study earlier in (B)(6) 2018 and found no issues. They recently removed the drug from the pump and put in preservative free normal saline (pfns). The patient was stable and on oral medication. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the therapy issue was not determined. A dye study was performed with a negative result. The physician planned on doing a volume discrepancy test with preservative free saline. The issue was not resolved. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump was replaced (B)(6) 2018, and would be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.